Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, b7, d3. Additional b5 narrative: it was reported that the patient experienced recurrent incarcerated incisional hernia following surgery.

Manufacturer narrative:
Date sent to the FDA: 04/08/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/07/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted ¿the small intestine was fused to the mesh, requiring a very careful and meticulous dissection to free the small intestine away from the mesh. The hernia contained an incarcerated loop o small intestine. Due to the numerous dense adhesions from the intestine to the mesh, there were three injuries to the small intestine.¿ it was reported that the patient experienced severe pain, nausea, inflammation, gas, bloating, loss of appetite and inability to lift heaving objects. No additional information is provided.